Manufacturer narrative:
Additional information received indicated the patient expired approximately 1 month post implant. The cause of death was reported as bacterial pneumonia. It was reported that the mitral valve in valve (viv) procedure was performed using the transseptal approach. Per medical opinion, it is not always possible to be perfectly aligned perpendicular to the failing valve. It was also reported that, based on the angiographic view, the procedure appeared to have a good starting position, which was later found to be incorrect, resulting in the embolization of the sapien 3 valve into the ventricle. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the exact cause of the reported embolization of the sapien 3 valve into the ventricle could not be confirmed. Investigation results suggest the procedural factors (transseptal approach, imaging) may have contributed to the valve embolization and subsequent surgical removal of the valve. Per the information received, the patient expired from bacterial pneumonia. There was no allegation made relating the patient's death to the sapien 3 valve. There is no evidence to indicate that the patient's demise was related to the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in italy, a 29mm sapien 3 valve was implanted into a degenerated non-edwards surgical valve in the mitral position. Post deployment, the sapien 3 valve migrated into the ventricle. The procedure was converted to an open sternotomy for surgical replacement of the pre-existing mitral valve and recovery of sapien 3 from the ventricle. At the time of the report, the patient was hospitalized in the ICU with stable hemodynamics.